Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. A review of the device log from august 8, 2025, showed repeated power interruptions, causing the device to reset three times. These resets triggered a pacer failure because the system did not receive proper communication signals during the resets. The frequent power interruptions were likely caused by poor auxiliary power connections. The device passed all functional testing, and no internal faults were found. The user's battery and accessories were not returned, but the auxiliary connector, pigtail, and battery communication parts inspected were within normal limits. A replacement power cable will be provided as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a " defib pacer device failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.